Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6 cm in diameter abdominal aortic ruptured aneurysm. The measurements of the non-aneurysmal proximal and distal neck of right and left common iliac artery were 9-10 mm throughout. The access vessels were 6 to 6.5 mm in diameter. The calcification of iliacs bilaterally were mild and tortuousity was mild to moderate. It was reported that during the index procedure, the device was deployed in patient however, due to the patient¿s anatomy, the flow divider was kinked. The physician was unable to advance the guidewire past the flow divider so the patient was converted to an aui. At the end of the fem-fem bypass, the patient¿s pulse at the right femoral was not present. The physician performed an angiogram and the right external iliac was filled with a clot. The stent graft remained open and intact. The physician deployed a another manufacturer¿s graft and the occlusion resolved. No further issues have been seen. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).